Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported medication leaked along the plunger of a bd emerald¿ 5 ml syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample was provided for investigation. A device history record review showed no non-conformances associated with this issue during the production of this batch. Based on the customer feedback, and the absence of similar issues regarding our syringes, we think that the issue could be related with some imperfection in the stopper of the syringe or the degradation of the stopper due to the interaction of this stopper with the drug inside the syringe. Based on our experience with the product, this is an isolated issue, since the product is able to interact with the drugs if their conditions are good at the moment of the use. As no sample or picture was available to confirm the reported issue a root cause could not be determined. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.